Event description:
On (B)(6) 2010 a (B)(4) facility reported a flo gard pump which infused unknown medication programmed to infuse in 24 hours which overinfused in 2 hours into a (B)(6) old boy in the intensive care unit (ICU) for an unknown diagnosis. The child was reportedly in stable condition. It is unknown what medical intervention was required. The status of the patient is unknown at this time.

Manufacturer narrative:
(B)(4).

Event description:
Caller reported blood glucose results of 214 mg/dl on aviva system 1, had low blood glucose symptoms. Retest was 58 mg/dl on aviva system 2 within 10 minutes. Caller was able to retrieve food or drink, self treat. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.